Event description:
Heart ventricular issues; I had allergan natrelle implants put into my body. I had breast implant illness I've suffered from heart condition as a result of the implants and many other symptoms that once the implants were removed from my body disappeared nearly immediately. Breast implants are toxic when will the FDA stop allowing surgeons to put these incompetent medical devices in women?. FDA safety report ID# (B)(4).